Manufacturer narrative:
This device used for treatment and not diagnosis. Device was returned and is entering the complaint system.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: screwdriver shaft becomes easily damaged during normal insertion of 1.5mm titanium self tapping cortex and locking screws. Problems occur when inserting the screw. Screw gets stuck half in bone and becomes unable to place enough torque on the screwdriver to insert the screw without the shaft becoming damaged. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis.a review of synthes device history records for lot # 6413819 revealed the screwdriver shaft was manufactured by universal punch. Po # 1208400, for 100 parts, was inspected to the synthes incoming final inspection sheet number (B)(4) revision b on 10/28/10. The product conformed to all requirements the certificate of compliance is dated 9/27/10. Ncr (B)(4) was written for an incorrect part count when the parts were hand counted. (B)(4). The part returned is damaged, measurement evaluation of the stardrive could not be performed due to deformity of the geometry and missing portion of tip.